Event description:
On (B)(6) 2020, a patient received a bipolar acetabular cup. On (B)(6) 2024, the patient fell and dislocated the bipolar head. On (B)(6) 2024, the patient was revised and the device replaced.